Event description:
Related manufacturer's reference number: 2017865-2021-25205. Related manufacturer's reference number: 2017865-2021-25206. It was reported the patient presented in the hospital with an infection. The patient's pacemaker, right atrial, and right ventricular were explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.